Manufacturer narrative:
On 08/31/2016 date new information was received (testing of blower was performed). Device evaluation: the blower was received at the v60 manufacturing facility for evaluation. Visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly was installed into the failure investigation test ventilator and was booted up in normal ventilation. Results showed that the ventilator remained operational with no errors detected. Resolution and disposition: the blower assembly passed all functional testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Aware date on initial MDR should be: 27-nov-2015, instead of 29-nov-2015. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The manufacturer's international service technician reported a blower temperature high reference failure in the device diagnostic history. There was no patient harm.